Event description:
Adult male with a left ankle fracture after a fall. Patient had deep venous thrombosis and this resulted in marked bilateral pulmonary emboli, and patient was referred from outside facility for placement of a temporary inferior vena cava filter. Filter was implanted 1.5 months ago. Routine ivc filter removal was attempted. When trying to collapse the filter for removal, the pt. Experienced severe pain. It was determined that one of the struts of the filter had penetrated the wall of the vena cava. No further attempt was made for device removal. Decision made to leave device in permanently.